Event description:
A report was received that the patient's ipg was no longer able to hold a charge. It was determined that the ipg was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was no longer able to hold a charge. It was determined that the ipg was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient will not have a revision at this time. No further course of action.

Event description:
A report was received that the patient's ipg was no longer able to hold a charge. It was determined that the ipg was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.